Event description:
New information received notes that the patient's device was in backup mode due to a non-maskable interrupt (nmi) related reset.

Manufacturer narrative:
Correction: section h6: patient's device was in backup mode due to a non-maskable interrupt (nmi) related reset.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the device is in backup mode. Programming changes were made. The patient had no adverse consequences.